Event description:
First stent: while the sheath of the stent was pulled back the stent started to deploy and then suddenly stops and the sheath broke. Physician had to retrieve the device and it resulted in a fracture of the stent that remains at the femoral superficial artery. The procedure was a contralateral approach. The lesion was very highly calcified and the guidewire was a 0.018. Second stent: then I passed again the lesion with a second stent and broke the stent before deployment. The thrumbscrew of the delivery system was open in both cases. Additional: information received on september 4, 2008: there was no injury to the patient. Both sheaths and stents were broken. The most important things was they used a .018 guidewire instead of .035.

Manufacturer narrative:
Reference MDR 2183870-2008-00127 for other stent used in this procedure.